Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2024 by orthopedic research and reviews, titled ¿high complication and revision rates in anatomical total shoulder arthroplasty with the combination of polyethylene and cementless convertible metal-backed glenoid components: a retrospective cohort study". The study reviewed thirty (30) patients who underwent anatomic total shoulder arthroplasty (atsa), using eclipse (arthrex) and universal glenoid (arthrex), to address primary glenohumeral osteoarthritis. During the fifty-six (56) month follow-up period, two (2) patients experienced luxation leading to revision. Source: hanisch kw. High complication and revision rates in anatomical total shoulder arthroplasty with the combination of polyethylene and cementless convertible metal-backed glenoid components: a retrospective cohort study. Orthopedic research and reviews. 2024:93-101.